Event description:
A customer reported a v60 ventilator experienced a condition where the screen lock feature could not be unlocked by pressing the "enter" button. There was no patient involvement, harm, or injury reported at the time the issue was discovered. A philips authorized service provider (asp) evaluated the ventilator onsite and confirmed the reported failure before retrieving the device for depot-level service. During evaluation at the repair center, the reported failure mode could not be duplicated, and the device met all required engineering specifications. As a preventive measure to mitigate recurrence, the switch printed circuit board assembly (pcba) was replaced. Following the component replacement, the ventilator successfully passed all required performance verification tests per manufacturing standards and was returned to service. If /when components are received, an evaluation will be conducted and an additional report will be submitted. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes.

Manufacturer narrative:
E: (B)(6).